Event description:
Consumer claims his humidifier caught on fire after it ran out of water. No injuries were reported with this incident.

Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier caused this failure.